Event description:
Ventilator stopped working during anesthesia case. Ventilator stopped working when flow sensors failed due to failure of pt airway sensor and failure of manifold sensor. Machine reported manifold pressure sensor failure. Had to perform manual ventilation and repeated alarm silence.